Event description:
It was reported that while driving the patient side cart (psc), the site experienced system error code 816. The surgeon decided to convert the procedure to open prior to calling isi technical support. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by field service engineer concluded that system error code 816 experienced by the customer was associated with the patient side cart battery and battery box. The patient side cart battery and battery box were replaced to resolve the issue. The system was tested to isi specifications. The patient side cart battery was returned and evaluated. The battery failure was confirmed and the battery was found to be bulging at the top. The patient side cart battery box was returned and evaluated. The battery box was tested by charging and passed testing. As of (B)(4) 2012, there have been no reported recurrences of the issue at this hospital.